Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mgf report numbers: 3003418325-2018-00010, 3003418325-2018-00011, 3003418325-2018-00013, 3003418325-2018-00014, 3003418325-2018-00015, 3003418325-2018-00016, 3003418325-2018-00017, 3003418325-2018-00018, 3003418325-2018-00019, 3003418325-2018-00020.

Event description:
The journal of clinical neuroscience (2017) published "cerebrospinal fluid leaks after transsphenoidal surgery - effect of a polyethylene glycol hydrogel dural sealant" in which the author referenced wang et. Al (2011): low-grade csf leaks in endoscopic trans-sphenoidal pituitary surgery: efficacy of a simple and full synthetic repair with a hydrogel sealant. Wang et al. Did use duraseal in their closure method. They did not use lumbar drains for low-grade leaks. They found similar rates of low-grade intraoperative leaks (29% versus 34%) and post-operative leak rates, following repair (2/74 versus 4/85).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The serial/lot number was not provided therefore a DHR review could not be performed. However, at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The complaint is unconfirmed. The root cause could not be determined.